Event description:
An account coordinator contacted zoll customer support to report that one of her battery packs, as part of training equipment, was not working. The account coordinator was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not working) was confirmed. Upon investigation the battery was not able to charge or power up a test monitor. The battery was found to have drained cells where the output voltage was limited to 1.88 volts. The root cause for the low voltage in the battery could not be positively identified, but the cells were likely defective. No adverse event resulted from the defective battery cell. The account coordinator received a replacement battery pack.